Event description:
It was reported that the user experienced recurrent low glucose events, typically overnight and after meals or correction doses, and used oral glucose to treat readings as low as 63 mg/dl; troubleshooting and education were provided, and the case was assigned for additional training with advisement to contact clinical support. Customer care provided support that included case review with plans for additional training. Investigation of this case revealed an unclear cause of hypoglycemia with no specific device malfunction identified. No clinical symptoms associated with hypoglycemia reported. Outcomes included no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.